Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during lobectomy I, the device did not fire on the first firing and the blue cartridge came out. The handle was hard to squeeze, they heard a crunching sound. The proximal end of the reload did not seem to set in the jaw. The metal part of the reload was noticed to be separated in the cartridge. The case was completed using another device with a blue load.